Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm on 11/27/2025. On (B)(6) 2025, it was reported that the patient experienced pain and had an adhesive-related skin reaction characterized by rash, redness, inflammation/swelling, pimples, bumps, and signs of infection under the sensor patch. Around 12/01/2026, the symptoms worsened, with redness extending 4¿5 inches around the insertion site and involving the arm region. He sought care at an urgent care clinic, where a physician evaluated the site and prescribed doxycycline hyclate 100 mg twice daily for 10 days. No laboratory tests or diagnostic imaging were performed. By the time of the report, the site had fully healed following treatment. No other details were provided. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.